Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the device was difficult to remove. The safety release and access ports were used unsuccessfully. Counter traction and force was used to remove the device from the patient anatomy. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.